Event description:
It was reported to philips that the heartstart mrx defibrillator is unable to discharge. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was unable to discharge. The device was evaluated by the philips fse at the customer¿s site. It was determined that the device was unable to discharge as the impedance was too high, it showed a red led in the paddle and there was excessive amount of gel on the paddle. After clearing the paddles, the device passed the self-test and was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was an excessive amount of gel on the paddle. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was returned to service after cleaning the paddles. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.